Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized and unspecified medical treatment was given. It was reported the patient has recovered from the event. At the time of this report, the patient was shifted to hemodialysis. The reporter declined to provide additional information.